Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. In both unipolar and bipolar, the values were greater than 2000 ohms. High thresholds were also noted with loss of capture at maximum outputs. The lead was then repositioned and remains in service. During the repositioning procedure, the lead was tested via pacing system analyzer which confirmed the observations. In addition, a fluoroscopy was performed and no gross issues were identified. However, the physician suspected the lead may have perforated slightly. There were no additional adverse patient effects reported.